Manufacturer narrative:
Evaluating the sample provided by the customer, it is possible identify packaging damaged. According to the evaluation of the batch history, no occurrences related to the problem are observed. After this evaluation it can be affirmed this is an individual occurrence, the potential cause for the problem was a fail at needle assembly process which caused the packaging damaged. After the completion of this reform, there was no evidence of new occurrences. The defect identified from this complaint will be monitored for trend evaluation and the production operators will be notified of this complaint. Bd was able to duplicate or confirm the failure mode indicated by the customer during the batch production there were no records of occurrences related to this defect are observed, however after the analysis of the samples it is possible confirm packaging damaged. Based on the analysis of failure of the process it can be affirmed this is an individual occurrence, the potential cause for the problem was failure at needle assembly process were the cannula was stuck at shield. Sample shows the defect: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported package of the bd precisionglide¿ needle 30 g x 7 in is sealed, but the needle is though the package, before use. No reported medical intervention or serious injury.